Event description:
It was reported that there was shifting of the map on the carto system.

Manufacturer narrative:
Additional information received from the biosence webster professional education specialist: during case, after the anatomical structure was recreated with carto system, the map would no longer be accurate and anatomical structures would appear to be at least an inch away from their known position. This was verified with fluoroscopy. Investigation results: full functional testing on the carto system was performed, and no problem was found.